Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor ((B)(6)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh a patient injury occurred. The date of implant of the mesh is (B)(6) 2009. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The patient also had a bard pelvisoft mesh implanted on (B)(6) 2011. The physician who treated the patient is dr (B)(6); telephone number is unknown. The implant involved in this complaint is a polyform synthetic mesh - the lot number is unknown.